Manufacturer narrative:
The complaint sample is not available and the lot number is unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. The complaint sample is not available, therefore a search in the system was performed, to verify the product availability; unfortunately the entire lot has been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications.

Manufacturer narrative:
(B)(4). Clinical review of the medical record revealed a possible association between peritoneal dialysis with fresenius products and the event of a large right pleural effusion. According to the received medical records, the event of large right pleural effusion was related to a diaphragmatic leak from peritoneal dialysis therapy.

Event description:
A peritoneal dialysis patient called technical services as she had to leave her dialysis set up and go to the hospital with shortness of breath. During follow-up her nurse reported the patient had dialysate fluid leak into her pleura due to a diaphragmatic leak. The patient was admitted and transitioned to hemodialysis. The nurse reported that she did not feel the fluid leak was due to increased intra-peritoneal overfill. Treatment records were reviewed and no overfill malfunction was found. The following is from medical records provided by the patient's treatment facility. On (B)(6) 2016, the patient presented to a hospital's emergency department with complaints of shortness of breath that started the night prior and progressively worsened with orthopnea, was hypoxemic requiring supplemental oxygen, and was admitted to the hospital. After being admitted, a chest x-ray showed a near complete opacification of the right hemithorax due to a very large effusion; the patient was diagnosed with a diaphragmatic leak, and underwent emergent diagnostic and therapeutic ultrasound-guided right thoracentesis times two with a total of 2,850ml of clear yellow pleural fluid obtained. On (B)(6) 2016, the patient underwent successful placement of a tunneled right internal jugular central venous catheter for hemodialysis therapy via interventional radiology. On an unknown date after being admitted, the patient's treatment modality was changed from peritoneal dialysis to hemodialysis. On (B)(6) 2016, the patient underwent a right video-assisted. Thoracic surgery (vats) for exploration, mechanical, and talc pleurodesis due to the non-resolving pleural effusion. On (B)(6) 2016, the patient's chest tubes were removed. On (B)(6) 2016, the patient developed atrial fibrillation with rapid ventricular rate, cardiology was consulted, the patient was initiated on an amiodarone and diltiazem drip, and the patient's heart rate and rhythm were better controlled with this regimen. No diaphragm repair was done due to the diaphragm being intact. On an unknown date prior to discharge, the patient was weaned off supplemental oxygen. As (B)(6) 2016, the patient was discharged from the hospital in good condition to a skilled nursing facility for acute rehabilitation, and it is unknown if the patient continues hemodialysis therapy.